Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 13.7cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter.(B)(4).

Event description:
Treatment of an arteriovenous malformation (avm). During onyx injection, it was reported that the ultraflow burst after a pause of approximately two minutes and was removed from the patient.no injury was reported with the patient as a result of the procedure.same as MDR# 2029214-2013-00043.